Event description:
During a shoulder arthroscopy the depuy mitec vapro s90ablator was being used for a subacromial decompression. The surgeon noticed sparking and burning of a small area of the acromion. Another depuy mitec vapr s90 was opened and did not ablate. Mitek vapr s90 generator was removed and another ablator and generator were used to finish the case.